Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy procedure, while in the renal clamp vein, there was a problem loading and unloading the device stating that it was "impossible to load". The device was unable to fire. No staples were able to be successfully loaded into the device. No staples were able to be successfully fired from the device. They opened an used another product to resolve this issue. There was no injury caused to the patient. The device is expected to be returned for evaluation.